Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the entire drawer was failed and device disconnected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height cubie drawer 5.1 failed. A field service engineer arrived on site, cleared security, and proceeded to the pharmacy to address a failed auxiliary cubie drawer. After confirming that the drawer's pockets were not registering on the bus, the engineer removed and inspected the drawer, reset cable connections, and reinstalled it. Despite multiple attempts, the engineer was unable to access support mode due to poor phone reception and wi-fi issues. Eventually, the application was launched directly, and the escort confirmed that all pockets in the drawer were functional and accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the entire drawer was failed and device disconnected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.